Event description:
Patient called regarding her freestyle libre 2 glucose monitor. During the "glue or stinger" (sensor) insertion into her arm, she gets an allergic reaction which results in "agonizing" pain in her arm. The pain and soreness can last up to two weeks before replacing it with another "stinger" (sensor). This has happened the last 6-8 times and it has become so painful that she is afraid when that time comes, to change it. The glucose monitor has saved her life four times but she is concerned that the pain of replacing the "stinger" (sensor) will discourage people from using the device.